Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited decreasing monitoring voltages of 2.76, then 2.63, then 2.61. This device belongs to the shortened replacement window (4/05/2007) advisory, and the clinic was aware of the advisory. Technical services suggested obtaining a diskette at the next followup for engineering review. They also discussed that to be conservative, it was possible that 2.65v was reached in less than 27 months of implant, thus recommended bringing the patient back in one month, and to send a diskette in for engineering analysis at that time. Additional information was provided that a save to disk was performed and returned. Memory disk analysis did show that the device was possibly exhibiting the advisory behavior. Ts therefore recommended intensifying patient follow-ups to monthly and removal of the device within one month of reaching elective replacement indicator (eri). Additional information was provided that the device was later explanted and returned for analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated. This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.